Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were used in a flexible ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a 120 hertz lumenis laser console. According to the complainant, during the procedure, it was noted that the laser body broke upon removal from the package. A second flexiva 200 laser fiber was used and it broke upon connecting it to the laser unit. The procedure was completed with the third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 laser fibers were used in a flexible ureteroscopy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was a 120 hertz lumenis laser console. According to the complainant, during the procedure, it was noted that the laser body broke upon removal from the package. A second flexiva 200 laser fiber was used and it broke upon connecting it to the laser unit.the procedure was completed with the third flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The returned fiber measured approximately 28.5 cm from the top of the connector to the break. There was a burn mark at the break indicating that the fiber broke while laser energy was being applied. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.